Event description:
It was reported that dr performed a primary total hip on pt in 2007. The cup only was revised in late 2008. The cup was loose, had no ongrowth, and there was a yellowish fluid between the cup and the acetabulum.

Manufacturer narrative:
Info was forwarded from the owner establishment, zimmer inc, which markets the devices in the u.s.